Event description:
The tbm stated that the base fell through the pallet and damaged the casters and other parts that motion had added. The tbm has not driven the chair but he believes the base will need to be replaced.